Event description:
Related manufacturer reference number: 2017865-2023-18016. It was reported that the patient presented for a follow-up in clinic. It was noted that there was a left ventricular (lv) lead that was capped and replaced on (B)(6) 2013 for an unknown indication. It was also noted that another lv lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable.